Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was attempted but not implanted due to lead to header insertion difficulties. Despite a few attempts, the physician was unable to insert the lead far enough passed the header block to see the terminal pin. A new pacemaker was used and the lead was successfully inserted with no issue. According to the rep, the attempted pacemaker will not be returned to boston scientific.